Event description:
It was reported that the impactor broke during tkr. Same item from 2nd set available as replacement. A 0-30min delays was reported. No more information available

Manufacturer narrative:
The associated complaint device was not returned. The picture provided did confirm the stated failure mode. The plastic bumper on the device fractured at the metal post connection point. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.